Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal sts plus was received for product evaluation. The arteriotomy locator was returned mated with the sheath. The incompletely opened poly foil pouch was returned as well. Visual inspection revealed that the arteriotomy locator was mated with hemostasis sheath. There were no signs of damage or deformation noted on the hemostasis sheath. A partially opened poly-foil pouch was then opened completely to reveal the carrier tube assembly. The anchor was completely covered by the bypass tube. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was unable to advance the 6fr angio-seal device after proper preparation. They then left the sheath in place and after six hours the sheath was removed. Hemostasis was achieved by manual compression. There was no harm to the patient. Additional information was received on july 17, 2019. A 6fr sheath was used. A pre-deployment angiogram was performed. There were issues with insertion, as it could not be introduced. The patient was reported to be in stable condition.